Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, atypical lymph nodes which may be related to reactive lymph nodes, and lymph node enlargement.

Event description:
Healthcare professional reported right side capsular contracture (grade iii), pain, edema, radial folds, simple and septate cysts, atypical lymph nodes which may be related to reactive lymph nodes, lymph node enlargement. The device remains implanted.